Event description:
During surgery the robotic instrument was docked in the patient's abdominal cavity. Robotic instrument, mega suturecut needle driver not functioning properly. Per surgeon, instrument is dull and not cutting.